Event description:
It was reported that a technician replaced the circuit on the ventilator. When the ventilator was turned on, the language had changed from (B)(6) to english. The technician changed it back to (B)(6) and checked the circuit. The ventilator was reported to be working, and the ventilator was then attached to the patient. The technician also found the tidal volume setting had changed from 380 ml to 500 ml and other parameters had changed to the default setting. The patient was removed from the ventilator and transferred to another ventilator. Without any reported negative patient consequences. The next day, the technician turned on the ventilator again and it froze at the photo screen. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) .

Manufacturer narrative:
(B)(4).the single board computer (sbc) printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The unit under test (uut) was placed into a test ventilator and the device froze at the same place during the boot up process mutliple times. A third party service provider replaced the sbc pcb.